Event description:
Per the clinic, the patient experienced an intermittent bleeding and weeping at incision site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Event description:
Per the clinic, the patient experienced bacterial infection at the implant site. The patient was also hospitalized (date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device.